Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip detached after 273,980 joules of use. The fiber was replaced, and the procedure completed with the second fiber without patient complications. It was noted that there were no calculi present, pressurize saline was used, and that the tip had been cleaned prior to the tip detachment.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber showed signs of devitrification at the output window and debris adhesion on the metal cap, both indicative of fiber use. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identified any signs of breaks along the length of the fiber. Based on analysis results, no breaks were identified along the fiber body, and the fiber tip was attached to the fiber. Therefore, the reported clinical observation of fiber tip break cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip detached after 273,980 joules of use. The fiber was replaced, and the procedure completed with the second fiber without patient complications. It was noted that there were no calculi present, pressurize saline was used, and that the tip had been cleaned prior to the tip detachment.